Manufacturer narrative:
(B)(4). Batch #: u94p88. Additional information was requested and the following was obtained: can you please confirm the product code of the device reported? Product code is hra36 . Lot number is u94p88. Has this been confirmed to be a sterilmed reprocessed device? Yes. Is a photo of the device available? Unk. What was the reason for the prolonged hospitalization. The hospitalization was not prolonged, but the anesthesia was prolonged for 20 minutes in order to find the white tissue pad during the operation. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: were there any patient consequences to the prolonged 20 minutes under anesthesia? Was the same device, har36 - lot u94p88 used on more than one patient? Was the device reprocessed by the company sterilmed? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that the white tissue pad was found to be damaged and was missing in the unknown operation of the patient. It wasn't found even though they tried to search it. This prolonged the operation and anesthesia time of the patient, and the postoperative recovery time of the patient was prolonged. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 11/1/2021 additional information was requested and the following was obtained: were there any patient consequences to the prolonged 20 minutes under anesthesia? No. Was the same device, har36 - lot u94p88 used on more than one patient? Yes. It has been reused more than 5 times. Was the device reprocessed by the company sterilmed? Unknown.